Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced pericardial effusion. After an ablation procedure to treat atrial fibrillation using a farawave catheter a pericardial effusion was observed. Pericardiocentesis was performed and 150cc of fluid was removed from the patient's epicardium. The patient's hospitalization was extended for an additional day. The patient was discharged. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced pericardial effusion. After an ablation procedure to treat atrial fibrillation using a farawave catheter a pericardial effusion was observed. Pericardiocentesis was performed and 150cc of fluid was removed from the patient's epicardium. The patient's hospitalization was extended for an additional day. The patient was discharged. The device is not expected to be returned for analysis. It was further reported that the farawave catheter encountered resistance maneuvering in the left atrium (la) and was not moving fluidly, so a second transseptal puncture (tsp) was performed during the procedure. The first tsp was performed by a trainee and the second was performed by the primary physician. A therapeutic activated clotting time (act) was maintained during the procedure.